Event description:
It was reported that x-ray revealed an insulation failure. The conductor wires were visible outside the insulation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.